Event description:
It was reported that the patient had experienced random little shocks but on 2011 (B)(6), the patient experienced a shock halfway up her neck, which lasted for 30 seconds to one minute. The patient was shopping at target and it was possible that electromagnetic interference (emi) occurred. It was suggested to have her implant checked by a healthcare provider (hcp). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3387s, lot # v635198, implanted: 2011 (B)(6), explanted: unk. Extension: model 37085, serial # (B)(4), implanted: 2011 (B)(6), explanted: unk. Patient programmer: model 37642, serial # (B)(4), implanted: na, explanted: na.